Event description:
Pt noticed more enteral feeding had been delivered than was indicated on pump. Defective pump tested at 100 ml/hr. Fifteen mins into test, pump read 26 ml given and had actually delivered 110 ml.